Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage (mv) of 2.64 v and charge time was 18.4 seconds (sec). The device is included in the mid-life display of replacement indicators advisory population. The caller wondered if a capacitor reformation should be performed. Technical services discussed that the device may declare elective replacement indicator (eri) battery status if this is done as the device likely has already had one charge time greater than 18.9 sec. Ts discussed the device would likely declare eri within the next few months. We received additional information that eri was reached. Mv was 2.58 v and charge time was 17.4 seconds. Ts discussed that in order for the device to declare eri at that voltage range, it must have exceeded the CT extension of 18.9 sec. Ts discussed that the device should be replaced. No adverse patient effects have been reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Additional information was received indicating this device was explanted. No adverse patient effects were reported.